Event description:
The hospital reported that after implant of the device in question, they felt big resistance when removing the delivery system from the guidewire. The end of the guidewire was stuck and could not be removed. The hosp reported that they cut the guidewire to remove the system. There were no pt complications for this stenting procedure of the left supra clinioid. The hosp reported the following: on the first day, the stent was placed in position two times, but could not be delivered. On each occasion, the system was removed from the pt and delivery was attempted outside the body. The first stent was deployed using more strength than usual. After the second stent was unsuccessfully deployed, the system was removed from the pt and delivery was attempted outside the pt. The stent was very difficult to release, using more strength than usual. As a result, the outside catheter was ruptured. For the third stent, it was difficult to cross the aneurysm (as was before), but the stent was delivered to the target location. Upon removal of the system, there was increased resistance over the guidewire. It got to a point where the guidewire could not be moved, but it was outside the pt at this point. The guidewire was cut to maintain access across the aneurysm because of the difficulty crossing it initially and because embolization of the aneurysm was desired. The embolization of the aneurysm was successful. The stent was well opposed, and the stuck guidewire occurred upon removal of the system. The pt is well and was successfully treated. In all cases, the pt was never in a risky situation. The system was removed in the first two cases. On the third case, they removed it in pieces, but did so intentionally to maintain access. The standard protocol of continuous flush over the system was followed.

Manufacturer narrative:
To date, the device in question has not been returned to boston scientific for evaluation. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned and further significant info is found, a supplemental report will follow.